Manufacturer narrative:
This report was filed in error as this product 8884773006 is not distributed in the united states; therefore, would not meet the MDR reporting requirements in the united states. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/07/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that after using for a few minutes, the tube started to leak.